Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. The lab test showed helix mechanism unable to operate mostly due to dried blood in mechanism and rs- ptfe wrinkled and rs- coil offset/deformed in lead body. The lead body twisted may have been a result of helix extension/retraction difficulty.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to placement difficulty. The lead helix would not extend and the lead body became twisted due to torque build-up. The rv lead was never in service. No adverse patient effects were reported.